Manufacturer narrative:
Concomitant product: propofol bottle. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a primary propofol infusion(1.4 ml) 10000mcq/ ml was infusing at a rate of 21.9 ml/hr.(50 mcq/kg/min) completely empty within 1hr -1.5hr. There was no report of lasting patient harm as a result of the event. The event occurred in the ICU.

Manufacturer narrative:
Although initially reported as (B)(6) kg, the patient weight entered during programming was (B)(6) kg. The customer¿s report of a propofol bottle found empty earlier than expected was confirmed. Review of the pcu log showed that propofol 1000mg/100ml was programmed to infuse for a patient weight of (B)(6) kg, dose 50mcg/kg/min, vtbi 80ml, and rate 21.93ml/hr. The module was channeled off 24 minutes later following an air in line alarm. Inspection of the pump module showed corrosion on both iuis. The platen had a broken upper hinge post and was cracked on the upper right edge. Impact marks were observed on the right side of the bezel and rear case and on the inner door. During functional testing the module exhibited free flow while in the pumping cycle. This was also noted during rate accuracy testing. The cause of the event is a broken platen hinge post. The root cause of the broken post was not identified.

Event description:
The customer reported that a primary infusion of propofol 10000mcg/ml with a vtbi of 71.4 ml was infusing at a rate of 21.9 ml/hr (50 mcg/kg/min). Approximately 1 to 1.5 hours after the start of the infusion, the bottle was empty.